Manufacturer narrative:
(B)(4). There was no reported device malfunction and the product was not returned. The investigation was unable to determine a definitive cause for the patient effect; however, the treatments appear to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effect of restenosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. Although a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacturing, design or labeling.

Event description:
It was reported that the patient was at the hospital with an acute st elevation myocardial infarction on (B)(6) 2014. The 2.25x18 xience xpedition stent was implanted in the predilated, mid left anterior descending coronary artery without incident. On (B)(6) 2015, the patient was seen for a follow-up visit and in-stent restenosis (isr) was noted in the xience xpedition stent. Balloon angioplasty was performed percutaneously on (B)(6) 2015 to treat the isr. The event resolved without sequela. No additional information was provided.